Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited no capture at maximum outputs and high out of range pacing impedance measurements. Review of device memory revealed that the out of range pacing impedance measurements began approximately three months ago. An invasive procedure was performed. The lead was surgically capped and abandoned and a new lv lead was successfully implanted. No additional adverse patient effects were reported.